Manufacturer narrative:
Testing procedures with prism hcv reagent lot 30232li00 could not be performed as the lot has expired. No returns were made available from the customer site. The performance of the likely cause lot was investigated by completing a review for non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot in relation to the complaint issue. The abbott prism instrument the customer used (s/n (B)(4)) was de-installed on (B)(6) 2015. Review of the abbott prism analyzer, list 06a336-10, serial (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. All reagent lot numbers the customer could have been used before 2015-12-01 are now expired. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists. The frequency of occurrence for nonreactive results is less than one in one million and no further action is required. Further, an expanded investigation was initiated on 20 may 2016 to further evaluate performance of the prism hcv assay, list number 06a52. The investigation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(6).

Event description:
On (B)(6) 2017 abbott laboratories (B)(4) received an initial user report (B)(4) sent by (B)(6) regarding a potentially (B)(6) prism hcv result when compared to the roche cobas analyzer, which generated a (B)(6) result. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following was provided: (B)(6). Note: this report from (B)(6) was received post de-installation of the abbott prism analyzer. This note is being added to clarify that the data associated with this ticket is associated with the testing of archived samples. Samples that originally tested (B)(6) by the prism hcv assay were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by (B)(6) using various alternate (B)(6) methods including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.